Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the right heart failure resolved without sequelae on 25jan2021. Event relationship to the device was noted to be probable.

Event description:
The patient was implanted with the left ventricular assist device (lvad) on (B)(6) 2021. Following implant, the patient was noted to have worsening pre-existing right ventricle failure and was treated with inotropes/inhaled nitric oxide before having a protek duo right ventricular assist device (rvad) implanted on (B)(6) 2021. The patient was also noted to have multiple low flow alarms overnight on (B)(6) 2021, which persisted on (B)(6) 2021 and prompted an echocardiogram. The echocardiogram revealed a collapsed left ventricle along with a dilated right ventricle. The lvad speed was decrease and the rvad speed was increased; however, the patient was unable to be weaned off the rvad despite continued inotrope support. The lvad and rvad speeds were attempted to be optimized before the patient was ultimately made do not resuscitate (dnr) on (B)(6) 2021. Support was ultimately withdrawn on (B)(6) 2021 and the patient expired. The account communicated that heartmate 3 left ventricular assist system, serial number (B)(6), operated as intended. The device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (right heart failure and patient expiration) could not be conclusively determined through this investigation. The report of low flow alarms could not be conclusively determined through this investigation as no log file data from the time of the reported event was provided by the account. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 23nov2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced a gastrointestinal (gi) bleed with melanotic stool. The patient had altered mental status and was on seroquel (quetiapine). They underwent urgent intubation on (B)(6) 2021 for low flow alarms. The echocardiogram (echo) showed a small, completely empty, and decompressed left ventricle. The speed was decreased with increased flow from 0.5 to 2.4 lpm. The patient received packed red blood cells (prbcs) and IV dextrose 5% solution for hypernatremia. The patient improved from 162 to 142. Gi was consulted for an esophagogastroduodenoscopy (egd) while showed a mallory weiss tear status post-hemoclip. The patient was transiently positive for heparin induced thrombocytopenia (hit) and was on argatroban but was serotonin-release assay (sra) so was placed back on heparin. A right ventricular assist device (rvad) wean was attempted to 3400 rpm but the speed was increased again on (B)(6) 2021 as the echo showed pressure and volume overload with a right ventricular systolic pressure (rvsp) of 63 mmhg. The protek duo rvad was increased to 6900 rpm. Right ventricular dimensions improved and basal and mid walls also had improved motion. The inferior vena cava (ivc) was <2 cm. On (B)(6) 2021 the patient went to the operating room (or) for evacuation of empyema. The sputum was positive for vancomycin-resistant enterococcus (vre). The patient was on linezolid per infectious disease (ID). After the patient was made dnr it was attempted to remove the protek duo and speed was decreased to 4100 rpm. On the evening of (B)(6) 2021 the patient had worsening hallucinations and hypotension. Their sedation was increased in attempt to decrease thrashing. Low flow alarms resulted. Propofol was restarted. Pressor requirements continued to increase. The patient's wife was at their bedside and amenable to withdrawal of care. The lvad was turned off on (B)(6) 2021 in the early morning and the patient subsequently passed away at 7:20 am on (B)(6) 2021. The cause of death was right ventricular failure that was known to be an existing condition prior to lvad implant. The death was not device related and it operated as intended.

Manufacturer narrative:
D4: UDI and catelog number corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), the patient outcome, and the events leading up to the patient outcome could not be conclusively determined through this investigation. The patient outcome was not considered to be device related and (B)(6) was reported to have been operating as intended. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, other neurological event (not stroke-related), bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists neurological dysfunction as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ additionally, this section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had worsening right ventricular function. Right ventricular assist device/protek duo was inserted to support the right ventricle. The patient underwent surgery, inotropes and inhaled nitric oxide as part of treatment.